Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation on (B) (6) 2010. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. F/u on (B) (6) 2010 revealed that there were two perforations in the uterus approximately two inches apart from each other and about the size of a "pencil point". A laparoscopy was performed and the "gap was filled with hemostatic material". The pt was admitted overnight and discharged the next day. A hysteroscopy and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.